Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was involved in a simultaneous flow incident. According to the report, the secondary set was "not absorbing at (the) set rate" due to the primary line flowing simultaneously. The primary bag (1000 ml of normal saline) was hung lower than the secondary bag (50 ml of an unspecified solution) using a hanger. The secondary set was connected to the y-site above the pump. The issue was resolved by clamping the priming line. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.